Manufacturer narrative:
Per additional information received, the lot number was provided by the customer. A review of the device history record for lot number aa4314n40 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The tubing exhibited deformation (blistering) on the outer wall along the gastric lumen. This was seen from the base of the molded head to just above the position of the secure lock ring. This would be the portion outside the patient's body. Feeding was simulated using water. No leakage was seen in the tubing. A hemostat was applied to provide pressurization of the tube. Still no leakage was seen. No cracks in the tubing were found. The appearance of the sample was similar to a yeast or fungal attack on the silicone. No failure detected. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
A report was received from (B)(6) stating the trans jejunal enteral feeding tube part began to crack after one month in use. Additional information received 09/23/2015 stated the device was replaced after the nurse found the defect. No additional information was provided in regards to the patient's status and the outcome of the procedure. Age, weight and gender were asked but not provided.